Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) system was completely explanted due to infection. It was also reported that the patient experienced sepsis with vegetation on the right ventricular (rv) lead. It was unknown if the system will be replaced. No further patient complications have been reported as a result of this event.